Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was inserted via the right femoral artery in a 66-year-old male patient for the indication of acute myocardial infarction complicated by cardiogenic shock. The patient¿s comorbidities were not reported. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) stage e. During impella cp support, urinary output via foley catheter was reported to be pink to red tinged in color, with concern for hemolysis. Laboratory values demonstrated lactate dehydrogenase greater than 900, also indicating possible hemolysis. The provider declined echocardiogram to confirm pump placement. The purge solution consisted of dextrose 5 percent in water with 25 milliequivalents of sodium bicarbonate. The device was functioning at performance level nine with flow of approximately 3.0 liters per minute. Blood products were reported to have been administered. At the time of reporting, the patient was transitioning to comfort care and remained on impella cp support.

Manufacturer narrative:
B2: added death and death date. B5: added updated clinical review. D6b: added explant date. H1: corrected to death. H6: added f02.

Event description:
Care was withdrawn, and the patient expired. Based on the available information, the death is more likely attributable to the patient's underlying clinical condition, including acute myocardial infarction complicated by cardiogenic shock (society for cardiovascular angiography and interventions stage e).

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the hemolysis was unable to be determined due to insufficient clinical information and no product returned.